Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m91716 the analysis results found that the el5ml device was received with the tissue stop out of position but still attached to the instrument. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. No conclusion could be reached as to what may have caused the reported event and the condition of the tissue stop. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a ladg, the clip did not come out at the second firing though the device functioned as intended at the first firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.